Event description:
A bardport implanted port from c. R. Bard. Inc. (Product code no. 0602680) was installed . Less than 3 months later, the port failed to provide proper access during routine chemotherapy. A chest x-ray revealed that 0.5 inches of the port's catheter had broken off and moved through the right atrium of my heart, past the valve, where it lodged itself in the right ventricle. Emergency intervention was necessary to snare and remove the foreign body and required heart medication & hospitalization.